Event description:
Pt hospitalized for hyperglycemia. Pt reported vomiting when blood glucose was 70 and felt this was related to pt's current flu symtpoms. Pt did not sleep well due to nausea and vomiting. In morning, pt's was very high pt feels that pump did not alarm an occlusion.